Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient went to the emergency room for "fainting". The patient was walking and fell over. It was determined the right ventricular (rv) lead had noise, non-capture, high thresholds, and a suspected lead fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.